Event description:
Boston scientific received information that this patient had developed an infection from a non-product related issue. The patient was presented to the electrophysiology (ep) laboratory and the entire implanted system was explanted and replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this patient died seven days later.